Event description:
It was reported that balloon rupture occurred. The 58% stenosed target lesion was located in the mild to moderately tortuous iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the fourth inflation at 5 atmospheres for 5-10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 16x6 xxl balloon catheter. There were no complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 58% stenosed target lesion was located in the mild to moderately tortuous iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the fourth inflation at 5 atmospheres for 5-10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 16x6 xxl balloon catheter. There were no complications nor injuries reported.